Manufacturer narrative:
Date of initial report: december 21, 2007. To date, the incident generator has not been received for evaluation, but the site has reported they are sending it back for evaluation as now they have had three adverse events following surgeries in which this generator was used. The site reported all three adverse events to covidien lp (formerly valleylab) in 2007. The three incidents range in date from 2006 through 2007. The other two adverse events are reported on MFR reports #1219930-2007-00857 and 1219930-2007-00858. The accessory handpieces have all been discarded. The site has been asked to provide the name of the larger facility the patient was transferred to so that additional information may be obtained. The patient age and medical history was also requested. This information has not yet been provided.

Event description:
The report stated that eight or nine days after an open bowel resection, the patient complained of abdominal pain and was found to have air in the bowels from a bowel perforation. As the operating site is a small rural hospital, the patient was transferred to a larger medical center and reoperated on. An ileostomy was done. The patient recovered.